Manufacturer narrative:
H3: product analysis #(B)(4): product:9560524, lot no:my21f001r analysis confirmed that deformation of the threads on the handle screw was observed during the acceptance inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor, service & repair) regarding a flex arm having microendoscopic discectomy (med) therapy. It was reported that the handle which had to be fixed was stiff/hard and did not turn. Event occurred during post-op and there was no patient involved in this event. There were no further complications reported regarding the event.